Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl. The other relevant blood glucose level was 52 mg/dl and 351 mg/dl. The customer treated with food for low blood glucose. The customer declined troubleshooting for low blood glucose. The product will be returned for analysis.